Event description:
The customer reported a failure to discharge. The involved pt expired, but the pt's physician has stated that the device did not cause or contributed to the outcome of this pt, but that the pt expired due to his underlying med condition.